Manufacturer narrative:
The lvp bezel assembly was evaluated by service and determined that a bezel replacement was not needed. The customer replaced the bezel with a one piece bezel assembly.

Event description:
The device had damaged components. There was no patient harm.

Manufacturer narrative:
Additional information on initial report: b.5 & h.6.

Event description:
The device had damaged components. There was no patient harm.

Manufacturer narrative:
It was determined the proximate cause of the door assembly replacement was a result of hinge damaged it was determined the proximate cause of the rear case replacement was the result of cracking and damage it was determined the proximate cause of the pressure sensor replacement was the result of failed calibration. It was determined the proximate cause of the iui female replacement was the result of a cracked housing it was determined the iui male replacement was the result of isolation rib damage

Event description:
The device was damaged.

Manufacturer narrative:
H10: the lvp bezel assembly was evaluated by service and determined that a bezel replacement was not needed. The customer replaced the bezel with a one piece bezel assembly. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.the proximate cause for the return of the lvp is associated to the bezel recall. Service determined the bezel was not recall affected.there was no reported patient injury. This device is used for therapeutic purposes.